Event description:
The event is reported as: complaint alleges: "the port of the suction line that can be attached to the et tube came lose during a product training session. No unusual handling or pressure was applied." No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report.